Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that the ok keypad button had to be pressed multiple times in order to activate the desired pump functions. The reporter noted the patient may not have received his breakfast bolus dose of insulin on (B)(6) 2012. The patient's blood glucose level was 500 mg/dl and he experienced the symptom of headache. The patient corrected his blood glucose level via the pump and his blood glucose level responded. The patient suffered symptoms and blood glucose levels suggesting severe hyperglycemia after the pump issue occurred, therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the contrast button was intermittently responsive; a contrast button has no effect on insulin delivery function. All of the other keypad buttons responded to button presses as expected. There was evidence of adhesive found under the key contacts. There was no activity outside normal use observed in the black box or download history. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no delivery issues found with the pump during investigation. Unrelated to the complaint, evaluation revealed a dim display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.